Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.1 and 2.2 was not detected on bus. A field service engineer found that the found that auxiliary drawers 2.1 and 2.2 were not being recognized by the system, and full height drawer number 7 failed to open. The issue with drawers 2.1 and 2.2 was resolved by reseating the row board cable and for full height drawer number 7, the drawer inseparable was replaced and tightened the hardstop screws to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 2.1 and 2.2 along with all associated cubies were not detected on the bus. The customer attempted a restart and recovery, but these efforts were unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.